Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The ipp was removed and replaced with a new spectra penile prosthesis (spp) device. No patient complications were reported in relation to this event. No further information was provided. Additional information was received that the ipp was replaced due to the original scrotal incision opening exposing the pump. There were no further patient adverse effects.